Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt that they were doing worse than prior to the start of the trial. The caller indicated that the patient had since increased stimulation. A follow-up call with the consumer indicated that the patient was still doing worse and had blood in their urine. A later follow-up determined that the patient was having good flow on the friday prior to the call and at one point stimulation felt achy and was stinging so the patient lowered stimulation. The caller further the patient had been cathing before going to bed and that the day prior to the call the patient had their first bowel movement. The patient indicated that they were happy with the results of the trial. A final call with the patient determined that they patient was doing better since changing sides, but has some numbness in their foot. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.